Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The investigation is ongoing.

Event description:
The initial reporter received questionable na, k, and cl electrode results from one patient sample tested on the cobas integra 400 plus. The initial na result of the plasma patient sample from the analyzer was 117 mmol/l. The repeat result of the whole blood patient sample from a competitor analyzer was 148 mmol/l. The initial k result of the plasma patient sample from the analyzer was 2.0 mmol/l. The repeat result of the whole blood patient sample from a competitor analyzer was 3.8 mmol/l. The initial cl result of the plasma patient sample from the analyzer was 60 mmol/l. The repeat result of the whole blood patient sample from a competitor analyzer was 98 mmol/l. The physician questioned the initial results, as they did not meet the clinical picture and were incompatible with life, prompting the patient's sample to be rerun. The repeat results from the competitor analyzer were deemed correct.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and determined that a malfunctioning waste valve and contamination in the ion-selective electrode (ise) tower had caused the event. He replaced the valve, ise tubings, system reagents, and the mixing tower; adjusted the mixing and drying settings; and performed successful ise checks, thoroughput checks, calibrations, and precision checks. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.